Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of system revision due to infection. No additional adverse patient effects were reported. This crt-p was explanted.

Manufacturer narrative:
Updated should further information be provided. Block b3: exact date unknown, new system implanted (B)(6) 2020. This supplemental report is being filed to correct the entry in b5: describe event or problem, d7: explant date, h6: patient codes and patient code description.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of system revision due to infection. No additional adverse patient effects were reported. This crt-p was explanted. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to infection. No additional adverse patient effects were reported. This crt-d was explanted.